Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, air was aspirated when the dilator was removed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.